Event description:
It was reported that there was screeching coming from the insulin pump without an alarm. The customer's blood glucose was 130 mg/dl. The customer removed and reinserted the battery and the insulin pump would not turn on; it had a blank display. The customer stated that it was an extremely humid day and they were soaking wet. The insulin pump was on their body. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery alarm, blank display or constant tone noted. Moisture damage found on the keypad traces. No moisture damage found on the electronic or motor assembly. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.